Event description:
It was reported by the customer that they had an infection which caused high blood glucose levels. Blood glucose level was 487 mg/dl at time of hospitalization. Customer stated feeling pain and was advised to clean area with alcohol swab. Advised to seek medical attention if issue persists. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.